Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg stat results from the cobas 6000 e601 module. The sample was pipetted twice at the same time, resulting in two different results: <1 miu/ml, and the other result was >10,000 miu/ml. The sample was ran again after dilution of 1:100 with a result of 13217 miu/ml. This result was released to the doctor. The doctor questioned the results and had a scan done, which showed different results, and requested that the test be repeated. A new sample was obtained on (B)(6) 2025 with a result of <1 miu/ml. Another new sample was obtained on (B)(6) 2025 with a result of <1 miu/ml. All three samples were repeated again with a result of <1 miu/ml.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) determined that there was rust or bacterial growth in the reagent syringe. The engineer cleaned the gear pump, the syringe assembly, as well as the instrument. The investigation was unable to determine the cause of the contamination. The issue was resolved by the fse with no additional questionable results reported since the intervention.